Event description:
It was reported that a new ilet user experienced fluctuating blood glucose, including hyperglycemia to 350 mg/dl after a missed lunch announcement and subsequent hypoglycemia to 51 mg/dl after issuing a delayed meal announcement intended as a correction. Symptoms included hyperglycemia, hypoglycemia, and shaking/ tremors. Outcomes included user education and assignment for additional training, with guidance to avoid delayed meal announcements for correction and to allow the correction algorithm to manage missed meals, as well as counseling to avoid early overtreatment to prevent glycemic variability. Investigation included clinical consultation scheduling and review of therapy settings for potential target adjustment or factory reset. Investigation of this case revealed user-related operational issues, specifically a missed meal announcement followed by a delayed announcement that impacted the meal algorithm and contributed to subsequent low glucose. It was concluded, based on previously established findings for similar reports, that the cause was user error and use error related to missed and delayed meal announcements and early carbohydrate treatment behavior.